Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure failure to connect atrial lead to the connector block was encountered. It was also reported no appropriate bipolar atrial pacing noted. The ipg was explanted one day following implant and the atrial lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network product surveillance registry clinical study.